Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was liquid in the reservoir compartment. Customer stated that it primed the insulin out but there appears to be liquid in the reservoir. Customer stated that the reservoir was only showing half full and when they were taking out the reservoir, it was wet with insulin. Caller was advised that the pump is functioning and to make sure the compartment is not wet. Caller was advised that if the reservoir was not connected properly to the infusion set while priming, it may have pushed the insulin out of the reservoir down the side. Customer's blood glucose was 101 mg/dl at the time of the incident. Customer stated there is moisture visible in the pump. Customer's last alarm was a low reservoir alarm. Customer performed the self test and passed. Customer was advised to monitor the pump.